Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. In-lab assessment and testing showed normal device function and a longevity estimate showed normal battery depletion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient received a vibratory alert and presented in clinic for a follow up. Premature battery depletion was suspected. No intervention has been performed, device explant and replacement is anticipated. The patient was in stable condition.

Event description:
Additional information was received indicating the device was explanted and replaced to resolve the event.